Event description:
New information received notes that when the patient presented in the hospital, high capture threshold was observed. The physician believed that the lead was damaged during procedure. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that capturing problem was observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2020.

Event description:
New information received notes that lead fracture was observed.

Manufacturer narrative:
Additional information: b5, h6.